Event description:
It was reported that a (B)(6) female patient, who's undergone primary breast augmentation with two 500cc mentor memorygel breast implants, suffered left breast bottoming out and asymmetry and right breast capsular contracture (baker grade iii), post-procedure. As a result, the patient underwent revision surgery on october 26, 2021. During the surgery, it was discovered that the left breast implant had ruptured spontaneously. Subsequently, a right breast open capsulectomy, left breast capsulectomy and pocket revision with lower pole tightening were performed. Both implants were removed and replaced with the following devices: (left) 500cc mentor memorygel breast implant catalog: 3505004bc, lot: 9257201, sn: (B)(4) and (right) 500cc mentor memorygel breast implant catalog: 3505004bc, lot: 9635572, sn: (B)(4). This medwatch form is for the right breast prosthesis. Complication on the left breast/implant has been reported under mrn: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a caucasian female patient, who's undergone primary breast augmentation with two 500cc mentor memorygel breast implants, suffered left breast bottoming out and asymmetry and right breast capsular contracture (baker grade iii), post-procedure. As a result, the patient underwent revision surgery on (B)(6) 2021. During the surgery, it was discovered that the left breast implant had ruptured spontaneously. Subsequently, a right breast open capsulectomy, left breast capsulectomy and pocket revision with lower pole tightening were performed. Both implants were removed and replaced with the following devices: (left) 500cc mentor memorygel breast implant catalog: 3505004bc, lot: 9257201, sn: (B)(4) and (right) 500cc mentor memorygel breast implant catalog: 3505004bc, lot: 9635572, sn: (B)(4). This medwatch form is for the right breast prosthesis. Complication on the left breast/implant has been reported under mrn: 1645337-2021-12685.